Event description:
It was reported that the patient experienced an inadequate stimulation. All components were explanted. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
Block b3: exact date unknown, event occurred a year ago after the implant date. D6b: explant date: a year ago after the implant date. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(6), batch: 5097338/5094146, UDI: (B)(4).